Event description:
I was admitted to the emergency room at (B)(4) on or about (B)(4) 2003, having a weeks history of spiking temperatures and shaking chills, and the development of a red, warm spot on my abdomen. In the emergency room, I had a CT scan, which diagnosed an abscess, and a surgeon was called in emergently to do my surgery, which included mesh removal (marlex), bowel resection, and placement of new mesh; this was accomplished successfully after a 5 hour ordeal. Surgeon stated in his surgical notes that mine was one of the most challenging surgeries he had performed for quite some time. The marlex mesh had to be picked out of my bowel, and 18 inches of small bowel was resected due to infection form the mesh. After this surgery, I continued to have drainage necessitating the use to drains as the infection continued to wax and wane. This surgery led to additional surgeries to clear the recurring infection, necessitating a wound vac to finally heal my abdomen. There have been multiple CT scans performed, at several hospitals, showing continuing fluid and abscess collections; dates of illness range from (B)(4) 2004 through (B)(4) 2010.